Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen in the clinic with a report of 2 isolated "beep" alarms occurring about a second apart while that patient was washing her feet that morning. It alarmed again approximately one hour later while sitting in a chair at home. The history screen revealed low speed operation alarms and low flow alarms with speed decrease to 3370 rpms and flow estimate of 0.0. Lpm. The patient was admitted into the hospital and her power module and patient cable were inspected for areas of breakdown. Kub x-rays were obtained. The manufacturer's clinical consultant recommended keeping the patient on battery power and discussed a potential need for ungrounded cable until problem isolated. The x-rays were reviewed and there was a suspicious area near the distal end bend relief. A percutaneous lead repair was requested by the hospital staff. The manufacturer's technical service group evaluated the percutaneous lead and did not note any broken wires. Visually, the percutaneous lead appeared to be kinked in 2 areas near the distal end bend relief. The distal end portion of the percutaneous lead was replaced. The patient remains ongoing.

Manufacturer narrative:
The reported event of speed drops was confirmed based on the evaluation of the submitted system controller log files. Review of the submitted log file dated (B)(6) 2014 revealed multiple low speed advisory and pump stop events combined with elevations in pump power, which appear to have occurred while the patient was operating on tethered power. Approximately 11¿ of the external portion/distal end of the percutaneous lead was returned to the manufacturer for evaluation. An electrical continuity test of the returned portion of the percutaneous lead was conducted and all of the wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the percutaneous lead. The wires were inspected and there was no evidence of disruptions or damage to the underlying wire insulation. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. The patient remained ongoing on vad support until undergoing a second distal end percutaneous lead replacement and then a pump exchange on (B)(6) 2014 for a suspected compromised percutaneous lead. (Reference MFR. Report # 2916596-2014-01123. The pump was returned and evaluated under that report; however, a compromised percutaneous lead was not confirmed based on the evaluation.) A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event. (B)(4).